Event description:
It was reported that during a balloon kyphoplasty procedure (bkp) at t6, a balloon ruptured during inflation at approximately 300psi <(>&<)> 2cc of contrast media. According to the report, the patient did not have an allergy to contrast media and no balloon fragments remained in the patient. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.